Event description:
While resecting tissue from the bladder, operating room (or) staff noted smoke, burning smell, and the white handle piece that connects the grey monopolar cord to the coagulating loop was turning orange/red. This happened when the cut and coagulating features were being used. We stopped using the resectoscope bridge handle and procured a new one. The smoke, burning smell, and color change we not noted with the new bridge. Upon inspection of faulty resectoscope bridge, it was noted that the white plastic portion was scorched.